Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a type 0 bicuspid native aortic valve and heavily calcified leaflets, a pre-implant balloon aortic valvuloplasty (bav) was performed. The first attempt at deployment resulted in a position too shallow. The valve was also reported to be constrained, therefore a recapture was performed. On the second attempt at deployment, an infold was reported. The valve was recaptured and removed from the patient. A second transcatheter valve was successfully implanted and was less constrained. A post-implant bav was not performed. Per the physician, the calcification contributed to the infold. No adverse patient effects were reported.